Event description:
The patient's device was returned to the manufacturer with no additional information. The manufacturer's device tracking system indicated the patient had expired in 2008. The cause of death was unknown at the time of this report. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.